Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ IV catheter needle would not retract. This is 2 of 2 events. The following information was provided by the initial reporter: 2 the needle did not retract back after patient insertion. Event 2: 2 the needle did not retract back after patient insertion. Could you please advise on the occurrence date of the incident? Thursday (B)(6) 2023. Is there any adverse event on patient? There was no adverse event on the patient. Was there a needle stick injury? There was no needle stick injury. Was button depressed? Can the button be pushed, or does it appear ¿stiff or stuck¿? The button gave in a little but did not retract. Did needle retract at all? The needle did retract for my coworker when they pressed very hard.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ IV catheter needle would not retract. This is 2 of 2 events. The following information was provided by the initial reporter: 2 the needle did not retract back after patient insertion. Event 2: 2 the needle did not retract back after patient insertion. Could you please advise on the occurrence date of the incident? Thursday (B)(6) 2023. Is there any adverse event on patient? There was no adverse event on the patient. Was there a needle stick injury? There was no needle stick injury. Was button depressed? Can the button be pushed, or does it appear ¿stiff or stuck¿? The button gave in a little but did not retract did needle retract at all? The needle did retract for my coworker when they pressed very hard.